Event description:
It was reported that the patient had been cardioverted after an unrelated surgery. Upon interrogation, the pulse generator exhibited premature elective replacement indicator. A device software download was performed which successfully restored normal device function. No patient symptoms were reported; the patient would continue to be monitored.